Event description:
A pump alarm, identified as alarm 20, was reported by the customer with no adverse impact on the customer's blood glucose level. The issue occurred during pumping, and the customer had not previously reported this specific alarm with the pump's serial number. Technical support provided assistance to the caller in loading a new cartridge using the correct technique. The caller successfully loaded a cartridge and resumed insulin therapy.